Manufacturer narrative:
Product event summary: the device failed incoming vxi testing because of contamination found inside the ventricle connector and it was noted that the ring cover was contaminated as well. It was also noted that the upper case and battery drawer were broken, the lower case was broken and contaminated and that the side bail covers and side bails were missing. The device was to be scrapped in-house.

Event description:
The external pulse generator was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.